Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® edta 2k had under fill edta tube and no serious injury or medical interventions.